Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak in the patient line of the home pd kaguya set was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set experienced a that low priority alarm/max air in line alarm and a leak. The patient was connected at the time of the alarm. This occurred during use for automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak in the patient line of home pd system kaguya set that led to this alarm. Renal therapy services assisted the patient to finish the therapy and advised the patient to contact their physician to advise of the event there was no patient injury or medical intervention associated with this event. No additional information is available.